Event description:
In 2008, the pt reported that she was having difficulty inserting the insulin cartridge into the infusion device. She stated that she was unable to remove the plunger rod from the insulin cartridge without pulling out the rubber stopper. The pt was instructed how to properly remove the plunger rod from the insulin cartridge. She stated that prior to the report, insulin spilled into the cartridge compartment of the infusion device because she did not realize the rubber stopper had been pulled out of the insulin cartridge. Upon follow up about 4 days later, the pt reported that the infusion device did not show any signs of moisture. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned of evaluation.